Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. A.1, a.2, a.3, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. Falah, b., redfors, b., zhao, d., bharadwaj, a. S., basir, m. B., thompson, j. B., patel, r. A., schonning, m. J., abu-much, a., zhang, y., batchelor, w. B., grines, c. L., & o¿neill, w. W. (2024). Implications of anemia in patients undergoing pci with impella-support: insights from the protect iii study. Frontiers in cardiovascular medicine, 11. Https://doi.org/10.3389/fcvm.2024.1429900.

Event description:
Abiomed japan forwarded a publication entitled "incidence and severity of thrombocytopenia associated with use of intravascular microaxial ventricular assist devices for treatment of cardiogenic shock" in which 2 years of impella 2.5, cp, rp, and 5.0 were reviewed for thrombocytopenia. There was noted 98% developed thrombocytopenia.